Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the device (annuloplasty ring) was explanted after an implant duration of 6.53 months and replaced with a 6900p27mm (valve) due to unknown reasons. Device was discarded and is unavailable for return. No further details were provided. Information learned through foreign implant patient registry..

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.